Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician noticed that the metal part of the spyscope ds protruded. Reportedly, no part of the spyscope ds detached. The procedure was completed with a second spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".